Manufacturer narrative:
This report is filed on january 08, 2018.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was treated antibiotics on (B)(6) 2017 (type and duration not reported).

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.